Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400's mg/dl range. Correction boluses were delivered and manual injections were administered to address bg. Customer alleged bg levels were caused by an unspecified pump issue resulting in insulin not delivering properly. No malfunctions or alarms were received at the time of this event. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.